Event description:
The customer reported that when moved to the lateral position, the system detected a collision and required a reboot to clear the error.

Manufacturer narrative:
A ge rep evaluated the system and performed a motion calibration. The system operates as intended.